Manufacturer narrative:
The investigation showed that the cap inside, by the chamber for the o-ring is cracked. The chamber for the o-ring and the plastic part for fixating the o-ring was too tight. We have solved that problem. (B)(4). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) all available information has been disclosed. This complaint has now been closed.

Event description:
Problematic cutters: bubbling.